Manufacturer narrative:
B4/f8: date of this report in the initial MDR is being corrected from blank to 06/07/2021.

Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2021. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was not further specified. On an unknown date, the patient was hospitalized for the event. The patient was treated with unknown medication (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.